Event description:
It was reported that there was a vent fail during a case. There was no patient injury reported.

Manufacturer narrative:
Based on the device log analysis for the reported date of event, the reported symptom could be reconstructed, and it was found that the supervisor function of the device detected a deviation of the motor and forced a shutdown of automatic ventilation. The shut-down was accompanied by a corresponding alarm. To prevent from potentially hazardous output and/or from damages to the ventilator unit, the device reacted in accordance with its implemented safety concept as it interrupted automatic ventilation, switched to man/spont mode and generated a corresponding audible and visible ventilator fail alarm. In such case both manual ventilation and monitoring functions will remain unaffected and available. Hence, the user can ventilate the patient manually and monitor relevant information regarding ventilation and gas delivery. Dräger finally concludes that the device behaved as specified upon the malfunction of a single component. During on-site checking in follow-up to the event, the draeger service engineer could confirm the issue and consequently replaced the ventilator motor. After replacement, the device was tested and returned back to use without further problems reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.